Event description:
It was reported that a rejuvenate stem, neck, and biolox head were explanted due to adverse local tissue reaction.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2012-01589.